Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's right ventricular lead exhibited low impedance. Interventions were discussed. No intervention was reported. The patient was stable.

Event description:
New information received notes that when the patient presented in clinic, low, out of range pacing impedance was observed. The lead was capped and replaced on (B)(6) 2019. The patient was stable before, during, and post procedure.